Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was failed. The customer reported there was an issue occurred when user trying to issue medication to patient and resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained from other station and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer replaced the latch assembly due to a missing magnet, then tested functionality using both the user application and hardware testing application, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.